Manufacturer narrative:
Concomitant products: 429688 lead, implanted: (B)(6) 2011. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high and inconsistent impedances. The lead was programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.